Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The device was put through extensive testing including bench handling, visual inspection, and defibrillation testing without duplicating the report. The customer's report was observed during review of the device data logs. The user successfully charged and shocked three times. During the user's fourth charge, however, the device no longer recognized a valid patient impedance from the defib pads. By design, a device in this state will not be able to discharge. The device was recertified and returned to the customer. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.